Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screw was not moving as intended. Customer stated that the inpen was grinding when the customer turned the screw and was unable to dose 3 units of insulin. Customer stated that the injection foot was touching the plunger inside the cartridge. Customer stated that the screw did not move when the dose button was pushed. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.